Event description:
It was reported that the patients lead had migrated and was no longer providing relief. The patient underwent an explant procedure wherein all devices were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were not released by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 20793417. Additional suspect medical device component involved in the event: product family: scs-ipg-r: upn: m365sc11600. Model: sc-1160. Serial: (B)(4). Batch: 20953806.